Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a change sensor alarm. Customer ran a self-test accidentally and it failed with a pump error for hardware low level failures. Customer was explained the alarm and advised to replace the pump due to the failed self-test. A replacement pump was sent the next day.

Manufacturer narrative:
The pump passed the self test and displacement test. No pump error 63 was noted during testing. No visual defects of the solder joints at the ambient light sensor or traces at the keypad assembly noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.